Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted. The actual date when the medical event occurred is unknown. The test strip lot number is unknown; therefore the date of manufacture is unknown.

Event description:
Customer reported he has been using an omnipod insulin pump in conjunction with adc test strips and that he had been hospitalized twice because of the recall. Customer noted he had been getting low readings for 6-7 months, but did not specify any particular readings. Customer noted he "had experienced low blood sugar symptoms and almost went into a coma". No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.